Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother reported she does not think that the customer's pump is delivering properly. Mother advised that this issue began around (B)(6) 2015. Mother advised that her daughter's blood glucose has been high since that time, in the 25-26 mmol/l range. Normal range is 4-7 mmol/l. No adverse event reported. A request was made for the return of the device.